Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient suffered vaginal and mesh erosion, recurrent urinary tract and bladder infections, bladder perforations, incontinence, abdominal and pelvic pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted